Event description:
It was reported that the target device failed. No further info were given, but will be added asap.

Manufacturer narrative:
Add'l info has been requested and if received will be provided on a supplemental report.